Event description:
The advocate stated that the customer tested his blood glucose and received readings of 105 and 74 mg/dl using his breeze2 meter. Sometime later, the customer passed out while in a store and paramedics were called. The paramedics tested the customer's glucose at 27 mg/dl using their meter. The customer was treated with glucose. The advocate and customer declined to troubleshoot the meter and ended the call. No product will be returned for eval.